Event description:
It was reported that this patient with a pacemaker presented to the hospital with a heart rate that was lower than normal. A device interrogation was performed and found that this device was in safety mode. Technical service recommended replacing and returning the device. Additionally, there were concerns this device exhibited premature battery depletion. Subsequently, this device was explanted and replaced successfully. No additional adverse patient effects were reported.